Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, insufficient preparation, inflation technique, interactions with other devices or lesion calcification. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. Reportedly, the mini trek balloon ruptured during the first inflation at 12 atmospheres. The balloon was not soaked prior to use. Another mini trek was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.